Event description:
Caller alleged discrepant results. Results as follows: date: 2009; inratio: ist inr=1.6, 2nd inr=2.3.

Manufacturer narrative:
In 2009, the %cv of user is greater than 20%, the acceptance criteria for precision is not met. In-house precision test; 2 therapeutic donors were tested on retained strip: 080693a with inratio meter: in-house meters and both samples pass the acceptance criteria for precision. No corrective action is required as no product deficiency was established. As of the same day, no meter, and no strips were returned. No further action is required at this time.